Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been experiencing a shocking pain at the ins site. They added that they spoke with their healthcare provider (hcp) at the time of their implant who told them it could just be their nerve cells healing up; the patient was encouraged to give it time. The patient then said it has almost been a year and they still have intermittent shocking pain. They've tried decreasing stimulation, but then they wont' get therapeutic relief so they are now at 1.6v. As a result of what was reported, the patient was advised to follow up with their healthcare provider (hcp) to have them check the device. No further patient complications have been reported as a result of this event.